Event description:
A physician reported a pt who received her first skin test on 10/15/96 in the left forearm. On 11/19/96, the pt noted redness at the test site. On 11/20/96, the pt presented with redness, warmth, and swelling without fluctuance at the test site; the physician diagnosed a hypersensitivity. The physician also noted a red streak which extended three inches from the test site toward the antecubital fossa; he diagnosed an infection; he was not sure if the infection was related to the skin test procedure or to the hypersensitivity. Oral prednisone and cipro were prescribed.